Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt0201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the vessel was punctured and the guide inserted, it progressed 5cm approximately and adhered to the needle. When it was withdrawn, the guide was damaged and coiled. The patient was punctured again and a new unit was used successfully.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed blood residue throughout the returned sample. The guidewire was observed to be severely unraveled and the core wire was observed to be broken. A microscopic observation revealed the break in the core wire was tapered and had a granular surface texture, which are typical characteristics of tensile failure. Possible causes of difficulty inserting a guidewire through an introducer needle include tissue or blood residue within the needle cannula and attempting to insert the catheter through a tortuous path. However, the break and unraveling of the guidewire appear to have been caused by excessive withdrawal force and/or retraction of the guidewire through the needle. The product IFU cautions: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
It was reported that after the vessel was punctured and the guide inserted, it progressed 5cm approximately and adhered to the needle. When it was withdrawn, the guide was damaged and coiled. The patient was punctured again and a new unit was used successfully.